Manufacturer narrative:
Concomitant medical products: c6tr01 device, implanted: (B)(6) 2017; 4296-88 lead, implanted: (B)(6) 2017. The initial reported event was received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued. A1996009.

Event description:
It was reported that the patient experienced a pocket infection and erosion following implant of the cardiac resynchronization therapy pacemaker (crt-p) and the absorbable antibacterial envelope. It was noted the patient had been hospitalized for many weeks for other health issues and the infection was noticed during the hospital stay. Cultures were taken and the organism was identified as micrococcus luteus. The crt-p was removed, along with the left ventricular (lv) lead. The epicardial right ventricular (rv) lead was cut and partially removed. The system was not replaced. No further patient complications have been reported as a result of this event.